Manufacturer narrative:
The field service engineer (fse) troubleshot the system and found a problem with several microswitches. The investigation also revealed, that the customer involved did not request regular service activities during the last years, despite of several minor faults and error messages, the customer continued to use the system. Based on this incident, the system's integrity and especially the safety devices were checked. The fse repaired all the microswitches, this solved the problem. (B)(4).

Event description:
The customer reported that there was an unintended movement of the image intensifier towards the floor, which resulted in a minor contusion of the operator's leg/foot.